Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced out-of-range blood glucose during a stressful meeting while using a new ilet in its learning period, with a highest glucose of 198 mg/dl and a lowest of 68 mg/dl; the user attributed contributing factors to recent illness and stress, and the device did not issue high or low glucose alerts. Symptoms included no reported clinical symptoms and the user felt fine. Outcomes included self-management without outside assistance or medical intervention, return of glucose to target, and no hospitalization. Investigation included troubleshooting and education with supply change assistance and confirmation that glucose returned to range. Investigation of this case revealed no device malfunction or alarm behavior requiring intervention, and performance was consistent with physiologic variability under stress and early learning-phase adaptation. It was concluded, based on previously established findings for similar reports, that the cause was unclear.